Manufacturer narrative:
Additional removed components: sliding core mobile bearing; model #: 400-141, lot #: 0942100. Expiration date: 04/01/2015. Device manufacturing date: 04/01/2010. There were no deviations reported in the DHR for part no. 4001-141, lot no. 0942100; and the DHR for part no. 400-259, lot no. 090319/2745 note that 1 out of the 30 pieces were discarded. All released parts were within specification.

Event description:
Star total ankle replacement talar component was exchanged to correct sizing issue. The sliding core mobile bearing was also exchanged.